Manufacturer narrative:
Evaluation summary: the cause is that the cable breaks due to repeated use. The device has been repaired.

Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax video colonoscope model ec-3890li, serial number (B)(4). The timing and location of when the issue was observed was not initially provided. The customer requested an RMA to return the device for evaluation. No death or serious injury was reported. The customer responded to a good faith effort attempt via email on 10-sep-2021 and stated that their technician became aware of the failure during pre-procedure observations. Also, she confirmed the facility does follow ifus for pre-procedure checks, reprocessing, and accessories. The loaner endoscope was received by pentax medical for evaluation on 02-sep-2021 and has not been inspected as of 28-sep-2021. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.